Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated and there was no magnet response. It was suspected that this device exhibited premature battery depletion. During in office evaluation, it was noted that the cardiac monitor indicated a heart rate of 33 beats per minute. This device was subsequently explanted and replaced. This device has been returned for analysis. No additional adverse patient effects were reported.